Event description:
Patient's family member called and reported that the back of the transfer bench would not lock into place. We pulled another transfer bench to replace this one and found the same problem with the entire shipment. In another one of our home health medical equipment locations, the same equipment was inspected and found to have the same problem. All locations have been instructed to isolate this equipment. The manufacturer's representative has been notified.